Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety and adhesion.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth. Healthcare professional additionally reported "capsule attached to valve" via rga. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth. Healthcare professional additionally reported "capsule attached to valve" via rga. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles on the shell, an opening on anterior, and wear abrasion. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and partial delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage. - partial delamination on plug strap disk shell assessed as adhesive failure.